Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with an increased sensing integrity counter (sic), and oversensing of electromagnetic interference and noise. It was reported that the right atrial (ra) lead exhibited oversensing of electromagnetic interference and noise. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited mirror image noise. It was further reported that the rv lead and ra lead exhibited possible lead insulation issues.